Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient underwent valve-in-valve procedure to treat her mitral bioprosthetic valve after an implant duration of 7 years and 4 months due to mitral stenosis and regurgitation. A 26mm edwards transcatheter valve was implanted in the mitral position. It was reported that the patient is recovering well postoperative.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up with the health care provider. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe regurgitation and degeneration. Per obtained medical records, the patient presented with chronic congestive heart failure, nyha class iii-IV symptoms, and shortness of breath. A 26mm transcatheter valve was successfully implanted in an excellent position. Post op tee revealed no pvl or significant gradient. The patient tolerated the procedure satisfactorily and was discharged home in stable condition.